Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy in the colon, performed on (B)(6), 2009 (pts age is unk but has been reported as over 18 years old). According to the complainant, during the procedure, when they deployed the clip it broke in two pieces and the clip did not attach to any tissue. One half of the clip was retrieved with a roth net. They were unable to successfully retrieve the second half but the physician had no concerns with the clip passing naturally via peristalsis. No other device was used, as this clipping procedure was for a potential bleed following a polypectomy. They decided to complete the case without intervention. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).